Manufacturer narrative:
This report is being submitted as corrections were made to the impact and device codes. Codes for noise and inadequate/inappropriate treatment were added. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of non-physiological signals on the non-boston scientific right ventricular (rv) lead. As a result, inappropriate non-sustained ventricular tachycardia (nsvt) episodes were stored. Technical services (ts) recommended programming options. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of non-physiological signals on the non-boston scientific right ventricular (rv) lead. As a result, inappropriate non-sustained ventricular tachycardia (nsvt) episodes were stored. Technical services (ts) recommended programming options. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.